Event description:
Event desc: this is a pt with a large right inguinal hernia. The hernia was repaired in 2004. In 2004 the resident was rewiring a triple lumen catheter to change it to a cordis. The guidewire from the cordis kit was passed into the body and the cordis itself was inserted over the guidewire. When the physician began to pull out the guidewire, the outer coiled wire completely uncoiled. A portable chest x-ray revealed no retained portion of the wire. An add'l central line stick was necessary, but there was no sequela to the pt. The wire was saved and the o.r. (Operating room) personnel contacted arrow.